Event description:
During a remote follow-up, far-field r-wave oversensing and inappropriate automatic mode switch (ams) episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences and will continue to be monitored.